Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 4.5 mmol/l, and 18.8 mmol/l within a 10 minute timescale. When plotted on a parkes error grid, the results fell in the 'c' zone, results in the 'c' zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.